Event description:
It was reported via repair work order that the brakes were not holding due to worn wheels and worn brake linkage bushings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.